Manufacturer narrative:
The hill-rom tech found the CPR switch was the issue. It is necessary for envision low airloss therapy surface to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure CPR for proper operation. The tech replaced the CPR switch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the CPR did not work. The bed was located at the hill-rom service ctr. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).